Event description:
It was reported that an ilet user experienced repeated insulin leakage into the pump housing associated with the cartridge area, coinciding with persistent hyperglycemia after infusion set changes; the user later disclosed filling the cartridge to approximately 2.0 ml, which exceeds the recommended fill volume and can cause leakage. Symptoms included hyperglycemia with readings up to 600 mg/dl and alerts for sustained levels above 300 mg/dl. Outcomes included transient loss of glycemic control without ketone testing, medical intervention, or assistance, and no immediate health effects were reported. Investigation included customer care troubleshooting and education on proper cartridge filling and supply change procedures. Investigation of this case revealed that overfilling the cartridge led to leakage at the reservoir base, consistent with user technique error and a leaking cartridge component, with no evidence of infusion set, tubing, or vial breakage. It was concluded, based on previously established findings for similar reports, that user handling and overfill were the root cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.